Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the drawer was not functioning properly but officially not failed yet. The customer stated that the matrix drawer did not pop open when accessed. The drawer would unlock, but it had to be pulled open manually and held closed to lock properly. Although the issue had not completely failed, nursing staff were unaware that the drawer needed to be pulled open manually to access medications. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 04-FEB-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the system drawer was not functioning properly. A Field Service Engineer (FSE) found that a new matrix cover was causing the drawer to bind. The cover tabs were adjusted, and the customer tested the drawer multiple times to verify proper operation, resolving the issue. The system functioned as intended after the field service engineer repaired the device.